Event description:
It was reported that during the implant procedure, the pulse generator header had difficulty accepting the right ventricular lead. The device was not implanted, and another device was used.

Manufacturer narrative:
Final analysis found that the insertion force needed to fully insert a lead into the ventricular connector was above the maximum specification.